Event description:
User reported that vacuum regulation was lost during the procedure. There was no patient harm; however, spectrum medical considers the inability to regulate vacuum to be reportable.

Manufacturer narrative:
Review of device history logs revealed potential issues with other system components, such as the nomoline or vac supply. Communication with the initial reporter confirmed there have been no further issues with the use of this device since the event. It is suspected that the nomoline may have encountered some condenstation and was dried or replaced upon reuse of the device.